Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis spinal stenosis. For which patient underwent lumbar posterior fusion. Post-op, the patient alleged infection at the intervertebral space. The patient returned to hospital on (B)(6) 2017 to undergo debridement operation. The patient has achieved solid fusion. The patient's outcome was reported as no injury.